Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in pool with an ungrounded electric source and received a shock for oversensing on the implantable cardioverter defibrillator (ICD). In addition, the ICD triggered a lead integrity alert (lia) for non-sustained high rates and sensing integrity counters (sic). The ICD remains in use. No further patient complications have been reported as a result of this event.